Event description:
Resident was being lifted out of a chair when the load cell came apart from the hanger bar. The resident was dropped back in to their chair and was not injured. Pictures were sent and revealed that the load cell end rod snapped.

Manufacturer narrative:
At the time of the incident the machine was six yrs old with the original load cell installed. Medcare warranties hardware for two yrs.